Event description:
The customer's mother reported her daughter's blood glucose and insulin history is as follows: time: before leaving school, bg (mg/dl): 91. Time: 11:00 am, bg (mg/dl): 190, bolus (u) 1.75 (the nurse program a bolus delivery. She stated there was blood noted in the cannula. She also noticed the cannula was bent and it was slanted to the left).

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.